Manufacturer narrative:
Product event summary:the partial lead in segments was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the atrial lead's insulation was damaged during extraction of the right ventricular (rv) lead. The decision was made to replace the atrial lead. Additionally, the rv lead exhibited high and unstable thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.